Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a malfunction. Its root cause was determined to be a deformed spring latch. Qualification records were reviewed, and the product met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Customer was not sure if the pod was delivering insulin and high blood glucose was observed. The following blood glucose and insulin bolus information was reported: (B)(6).